Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
On (B)(6) 2012, a 21mm trifecta valve was implanted. On (B)(6) 2016, the surgeon recommended redo valve surgery; however after several hours on bypass and due to complex anatomy, the explant procedure was aborted. The patient underwent a valve-in-valve procedure. The suspected etiology for redo was svd and acute aortic regurgitation secondary to a leaflet tear.